Event description:
Affiliate reported that there was no flow of csf through the valve after connection of the central catheter. The valve was removed and a new valve was connected. Once the new valve was connected, flow was achieved.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. During the evaluation of the device it was noted that an occlusion was detected at the ruby ball. After irrigation of the device, the flow was normal. The apparent root cause for the problem reported by the customer was likely caused by dried saline or biological debris that was found throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.